Event description:
As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes following placement of a cypher sent. The indication for the index procedure was stable angina pectoris. Angiography had revealed 80% stenosis of the ostial proximal circumflex. The lesion was 8mm in length and the reference vessel was 3.5mm in diameter. A 3.0 x 13mm cypher rx was implanted by direct stenting at 16atm and was post-dilated per standard procedure with a 3.5 x 12mm balloon at 12atm. Residual stenosis was 0%. Timi flow was 2 pre-procedure and 3 post-procedure. Post-procedure cardiac enzymes were elevated, with 6 ¿ 24 hour ck of 331 (uln 232), ckmb of 5.0 (uln 1), and troponin I of 9.75 (uln 0.9) resulting in a prolongation of hospitalization. The patient was not diagnosed with a myocardial infarction and no treatment was provided. The symptom resolved after three days and the patient was discharged the following day. According to the investigator, the event was possibly related to the index procedure and cordis product.

Manufacturer narrative:
Plavix 75mg daily continuing;aspirin 325mg daily continuing;metformin 1000mg bid continuing;fish oil 1000mez daily continuing;humulin 58 units bid continuing;metoprolol 12.5mg bid continuing;isosorbide 60mg bid continuing;gemfibrozil 600mg daily continuing;pravastatin 40mg daily continuing;amox tr-k 875/12.5 bid continuing;hyrocodone/apap 7.5/500 as needed;cephalexin 500mg qid continuing;lexapro 50mg daily continuing;augmentin 875mg bid (B)(6) 2010 continuing;clopidogrel 225 mg (B)(6) 2010 to (B)(6) 2010;bivalirudin (B)(6) 2010 to (B)(6) 2010;the (B)(4) study reported that this patient experienced elevated cardiac enzymes following placement of a cypher sent. The patient's medical history consists of: pci of non-target vessel, stable angina, hyperlipidemia, hypertension, stroke, myocardial infarction ((B)(6) 2008), pvd/claudication, diabetes mellitus type ii, depression, arthritis, urinary tract infection and chronic back pain. The stent was placed in the setting of stable angina pectoris. Angiography revealed 80% stenosis of the ostial proximal circumflex. The lesion was 8mm in length and the reference vessel was 3.5mm in diameter. A 3.0/13mm cypher stent was implanted directly at 16atm and was post-dilated with a 3.5/12mm balloon at 12atm. Residual stenosis was 0%. Timi iii flow was restored. Post-procedure cardiac enzymes were elevated, with 6 " 24 hour ck of 331 (uln 232), ckmb of 5.0 (uln 1), and troponin I of 9.75 (uln 0.9) resulting in a prolongation of hospitalization. The patient was not diagnosed with a myocardial infarction and the situation was managed medically. The values resolved after three days and the patient was discharged the following day. According to the investigator, the event was possibly related to the index procedure and cordis product.the product could not be returned for evaluation; it remained implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.many conditions, such as sepsis, hypovolemia, atrial fibrillation, congestive heart failure, pulmonary embolism, myocarditis, myocardial contusion, and renal failure, can be associated with an increase in troponin level. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Elevated troponin levels may reflect the structural changes taking place during coronary intervention. This patient experienced elevated troponin levels post-coronary stenting; however, the level was not indicative of permanent injury. Review of the available information suggests procedural factors may have contributed to this event.

Event description:
Additional info received on (B)(4) 2011. The patient presented with unstable angina approximately one year after the index procedure and angiography revealed circumflex stenting from the early midsegment into the proximal and midportion of the first marginal branch. There was 85 to 90% restenosis of the midportion of the stented segment. The restenosis was treated with a taxus stent, balloon angioplasty and integrelin with excellent results. It was reported that the taxus stent was implanted inside the previously implanted cypher stent.

Event description:
Addendum: modified information received indicated that a patient experienced angina and underwent revascularization of the om1 approximately 28 months post index. As per cath report, the entire stented segment in the circumflex had diffuse disease with 99% stenosis. Three xience stents (3.0x23, 2.75x28, and 2.5x23mm) were deployed from proximal to distal in the om1. It was unknown if the lesion was within 5mm of index stent.

Manufacturer narrative:
Concomitant medications at the time of the restenosis included: lasix 80mg bid, cipro 750mg bid, neurontin 300mg tid, isosorbide mononitrate ER 60mg qd, amiodipine 5m bid, metoprolol 50mg bid, lisinopril 10mg qd, klor-con 20 meq qd, omeprazole 20mg qd, ibuprofen 800mg tid, aspirin 325mg qd, nitrostat 0.4mg prn, plavix 75mg qd, simvastatin 40mg qd, lexapro 20mg qd, novolin 70/30 as directed, humalog 100 units /ml as directed, ipratropium bromide 0.02%, zyrtec allergy 10mg as needed, percocet 1 tab as needed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated complaint conclusion: as reported via the (B)(4) study, a patient experienced elevated cardiac enzymes following placement of a cypher sent and two episodes of restenosis post implantation. This is a (B)(6) female with medical history including angina, pci of non-target vessel ((B)(6) 2009), stable angina pectoris, hyperlipidemia, hypertension, stroke, myocardial infarction ((B)(6) 2008), pvd/claudication, diabetes mellitus type ii, depression, arthritis, urinary tract infection, chronic back pain, enlarged spleen and liver, protienuria, possible sleep apnea. The indication for the index procedure was stable angina pectoris. Angiography had revealed 80% stenosis of the ostial proximal circumflex. The lesion was 8 mm in length and the reference vessel was 3.5 mm in diameter. A 3.0 x 13 mm cypher rx was implanted by direct stenting at 16 atm and was post-dilated per standard procedure with a 3.5 x 12 mm balloon at 12 atm. Residual stenosis was 0%. Timi flow was 2 pre-procedure and 3 post-procedure. Post-procedure cardiac enzymes were elevated, with 6 - 24 hour ck of 331 (uln 232), ckmb of 5.0 (uln 1), and troponin I of 9.75 (uln 0.9) resulting in a prolongation of hospitalization. The patient was not diagnosed with a myocardial infarction and no treatment was provided. The symptom resolved after three days and the patient was discharged the following day on dual anti-platelet therapy. According to the investigator, the event was possibly related to the index procedure and cordis product. Additional info received revealed the patient had restenosis approximately 13 months post index procedure. The patient presented with unstable angina and angiography revealed circumflex stenting from the early midsegment into the proximal and midportion of the first marginal branch. There was 85 to 90% restenosis of the midportion of the stented segment. The restenosis was treated with a taxus stent, balloon angioplasty and integrelin with excellent results. It was reported that the taxus stent was implanted inside the previously implanted cypher stent. Modified information received indicated that a patient experienced angina and underwent revascularization of the om1 approximately 28 months post index. As per cath report, the entire stented segment in the circumflex had diffuse disease with 99% stenosis. Three xience stents (3.0x23, 2.75x28, and 2.5x23 mm) were deployed from proximal to distal in the om1. It was unknown if the lesion was within 5mm of index stent. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094585 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the (B)(4) study reported that this patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history consists of: pci of non-target vessel, stable angina, hyperlipidemia, hypertension, stroke, myocardial infarction ((B)(6) 2008), pvd/claudication, diabetes mellitus type ii, depression, arthritis, urinary tract infection and chronic back pain. The stent was placed in the setting of stable angina pectoris. Angiography revealed 80% stenosis of the ostial proximal circumflex. The lesion was 8mm in length and the reference vessel was 3.5mm in diameter. A 3.0/13mm cypher stent was implanted directly at 16atm and was post-dilated with a 3.5/12mm balloon at 12atm. Residual stenosis was 0%. Timi iii flow was restored. Approximately one year later, chest pain inspired angiography revealed circumflex stenting from the early mid-segment into the proximal and mid-portion of the first marginal branch. There was 85 to 90% restenosis of the mid-portion of the stented segment. The restenosis was treated with a taxus stent, balloon angioplasty and integrelin with excellent results. It was reported that the taxus stent was implanted inside the previously implanted cypher stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that the patient's extensive medical history and the progression of cardiovascular disease may have contributed to the reported event there is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Additional information was received from the adjudication minutes indicating that 13 months following the index procedure and after which the patient remained hospitalized for 3 days, the patient remained on eptifibatide IV for eighteen hours. No further information is available and no further reports are expected at this time.